Event description:
It was reported that the day after implant the patient began experiencing extracardiac stimulation. It was determined that the left ventricular (lv) lead had dislodged and pulled back. The lv lead was repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.